Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5068157. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2011 and the mesh was implanted. Within two to five days, post-surgery, a bulge came up right beside the wound. After the first post-surgery appointment, ultrasound and CT scan were performed. It was also reported that the doctor placed a needle in the bulge and try to aspirate what was in it but nothing would come out. At the last post-surgery appointment, the patient was notified that it is a hematoma and it might or might not go away. The patient experienced a pain and discomfort for three years and two months. The patient stated that the bulge was very sensitive to the touch and had to wear loose fitting clothes. In 2014, the patient was very sick and dry heaving and was taken to the hospital emergency room. A part of bowel was protruding through a hole where initial hernia repair was performed and the patient underwent a surgical repair with other mesh. The doctor opined that it was not a hematoma, and confirmed a femoral hernia. The patient is feeling fine since this second surgery. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.